Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Test strips returned to manufacturer on 3/21/2018. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#(B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 180, 168, 142 and 161 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. Customer was also comparing truemetrix meter to another device and stated the truemetrix was reading twenty points higher; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: result 1:180mg/dl date:3/4 time:10:23am fasting, result 2:168mg/dl date:2/25 time:8:52am fasting, result 3:120mg/dl date:2/24 time:8:33pm fasting, result 4:142mg/dl date:2/24 time:1:04pm fasting, result 5:161mg/dl date:2/24 time:12:54pm fasting.